Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high capture threshold resulting in loss of capture. The ra lead was successfully repositioned on (B)(6) 2026. The patient condition was not known.